Event description:
It was reported that the patient sneezed and popped the reservoir out of its original location. A revision surgery was performed to remove and replace the component. There were no device issues and no patient complications reported.